Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4)) found that it was "functionally okay" and there were ins ignificant anomalies. Analysis of the lead (serial (B)(4)) found that the body had been cut through or segmented. Analysis of the lead (serial (B)(4)) found that the proximal end connector was not completely seated in the ins connector port. It was stated that the lead was not fully seated into the right port or channel 2 port (connectors 8-15) the setscrew was tightened to the #1 contact, not the #0 contact. Analysis of both anchors found that no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted on (B)(6) 2013. An overdischarge was suspected. The manufacturing representative was unable to speak with patient and was not able to interrogate device prior to removal of device. The health care professional (hcp) stated the ¿system was not working.¿ the manufacturing representative was not able to check impedances or jump start the device before removal. The leads were cut with a scissors at explant. There were no patient symptoms related to this event. Additional information received reported that the two leads were also explanted. Additional information has been requested.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2010, product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: neu_siliconeanchor, product type: accessory. Product ID: neu_siliconeanchor, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.